Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, at the end of the procedure a piece of blue material was noted inside the cavity. The surgeon retreived the piece, continued and closed the pt. No injury.